Event description:
It was reported that intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose levels. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bgs were addressed by a correction bolus via the pump. Customer changed cartridge and infusion set and resumed insulin to address the issue.